Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified clear fluids inside the device, crease fold, and wear abrasion. Leak test was performed and identified a cracked opening on diaphragm valve. A microscopic analysis was performed which identified no particles are observed in the fill channel as described in the event box, a cracked opening, and a sharp opening in the valve bond edge. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve, and a sharp opening on valve bond edge due to an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.